Event description:
Begin to experience allergic reaction to dexcom g6 cgm sensor that resulted in rashes/chemical burns within 2 days of application. Once the sensor was removed, my skin was peeling and weeping from where the sensor had been touching my skin. I have used this cgm system since (B)(6) 2018 and had no issues previously. I now cannot wear the sensor unless I put a barrier of a hydrocolloid bandage between my skin and the sensor adhesive. FDA safety report ID# (B)(4).